Event description:
It was reported that the right atrial (ra) lead was found to have high impedance with a possible fracture and oversensing. The ra lead was capped and a new lead was implanted. It was further reported that the right ventricular (rv) lead was found to have high varying impedance with a possible fracture. The rv lead had switched polarity and was oversensing. The rv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead 2007-(B)(6). (B)(4)